Event description:
It was reported that the aiming beam was too high and required alignment. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the console barrel at microscope was defective requiring alignment, leading to the reported event. The fse proceeded to perform the barrel alignment correcting the issue reported. No further issues were identified during service, and the console was confirmed to be fully functional after the alignment. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming beam was too high and required alignment. There was no patient involved.